Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement and diaphragm pacing. Additional information received indicated that there was no diaphragmatic stimulation that occurred. The dislodgment was confirmed through interrogation that morning before the revision procedure. This lv lead is no longer in service and was replaced with a competitor¿s lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.